Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 414 mg/dl. Customer was able to resolve no delivery with a complete set change. Troubleshooting was not performed as this was a past event. Customer also declined high blood glucose troubleshooting due to issue being due to user error; customer was using insulin pump with an empty reservoir.